Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), possible may thurner syndrome, and chest pain. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. May-thurner syndrome is a rarely diagnosed condition in which patients develop iliofemoral deep venous thrombosis (dvt) due to an anatomical variant in which the right common iliac artery overlies and compresses the left common iliac vein against the lumbar spine. Dvt can also lead to complications in the legs referred to as chronic venous insufficiency link (also known as post-thrombotic syndrome). This condition is characterized by pooling of blood, chronic leg swelling, increased pressure, increased pigmentation or discoloration of the skin, and leg ulcers known as venous stasis ulcer. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from deep vein thrombosis (dvt), possible may thurner syndrome, chest pain and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), possible may thurner syndrome, and chest pain. The patient also reported severe and persistent chest pain, tenderness in the area and anxiety related to the filter. According to the medical records the patient presented to the hospital after experiencing acute shortness of breath and syncope. Initial impression was myocardial infarction; the patient was taken for a cardiac catheterization with showed approximately fifty percent stenosis of the right coronary artery and a patent stent in the left anterior descending artery (lad). Computed tomography angiogram (cta) scan of the chest was performed for shortness of breath and pulmonary embolism. Results noted large bilateral pulmonary emboli which were obstructing significant amounts of both lungs and the right ventricle was extremely enlarged with severe strain. The patient underwent emergency pulmonary embolectomy via open sternotomy, during open removal of the emboli the patient had numerous episodes of hypotension and intermittent cardiopulmonary resuscitation. The open sternotomy procedure was followed by implant of the ivc filter. The filter was placed via the right common femoral vein and deployed with the tip at the top of l2. Fourteen days later, a cta of the chest was performed for pulmonary embolism and hypoxia. Results indicated significantly less thrombus burden within the pulmonary arteries. No emboli within the main pulmonary trunk nor right or left lobar pulmonary arteries which was previously evident. A venous ultrasound was performed of both legs and left popliteal deep vein thrombosis was still observed; however, extending into the left popliteal trifurcation. Approximately four months later, a cta of the chest was repeated indicated for a history of pulmonary embolism. Results of the scan noted that the previous pulmonary emboli had resolved. Approximately six years and six months post implant the patient underwent a CT scan of the abdomen for complaints of abdominal pain. The results of the scan noted that the ivc filter is in place and the ivc below the filter is collapsed with extensive collateral vessels. Diminutive caliber of the ivc and both iliac vessels below the ivc filter, diffuse collateral vascularity seen in the superficial abdominal wall and questionable may thurner syndrome was also noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombus and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. May-thurner syndrome is a rarely diagnosed condition in which patients develop iliofemoral deep venous thrombosis (dvt) due to an anatomical variant in which the right common iliac artery overlies and compresses the left common iliac vein against the lumbar spine. This can lead to complications associated with dvt¿s in addition to collateral circulation to provide alternative circulation routes in occluded vessels. Dvt can also lead to complications in the legs referred to as chronic venous insufficiency link (also known as post-thrombotic syndrome). This condition is characterized by pooling of blood, chronic leg swelling, increased pressure, increased pigmentation or discoloration of the skin, and leg ulcers known as venous stasis ulcer. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Review of the information provided suggests that patient factors may have contributed to the reported events. Given the information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from deep vein thrombosis (dvt), possible may thurner syndrome, chest pain and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. The patient presented to the hospital after experiencing acute shortness of breath and syncope. Initial thought was a myocardial infarction; the patient was taken for a cardiac catheterization with showed approximately fifty percent stenosis of the right coronary artery and a patent stent in the left anterior descending artery (lad). Computed tomography angiogram (cta) scan of the chest was performed for shortness of breath and pulmonary embolism. Results noted large bilateral pulmonary emboli which was obstructing significant amounts of both lungs and the right ventricle was extremely enlarged with severe strain. The patient underwent emergency pulmonary embolectomy via open sternotomy, during open removal of the emboli the patient had numerous episodes of hypotension and intermittent cardiopulmonary resuscitation. Per the implant records, the patient was reported to have a preoperative diagnosis of pulmonary embolus (pe) with acute saddle and had undergone open heart surgery to remove thrombus from the pulmonary arteries. The right groin was prepped and draped in the usual fashion. The right common femoral vein was accessed using needle and a wire was placed without difficulty. Over the wire, a dilator and sheath were placed. The dilator was removed and through the sheath, the trapease filter was placed into the sheath and then into the inferior vena cava at the top with its tip at the top of l2 and the filter was deployed. The patient was then taken back to the vascular unit for further convalescence. Fourteen days later, a cta of the chest was performed for pulmonary embolism and hypoxia. Results indicated significantly less thrombus burden seen within the pulmonary arteries. No emboli within the main pulmonary trunk nor right or left lobar pulmonary arteries which was previously evident. A venous ultrasound was performed of both legs and left popliteal deep vein thrombosis was still observed; however, extending into the left popliteal trifurcation. Approximately four months later, a cta of the chest was repeated indicated for a history of pulmonary embolism. Results of the scan noted that the previous pulmonary emboli had resolved. Six months later, the patient underwent a magnetic resonance imaging (MRI) of the lumbar spine for complaints of pain. Results noted multilevel osteoarthritic changes with areas of central and neuroforaminal stenosis. Thirty days later a lumbar myelogram with CT was performed for low back pain, bilateral foot weakness and prior lumbar surgery at l4-5 many years prior. Results indicated a diffuse disc bulge, right greater than left with right posterior bony osteophyte at l1-l2 with mild secondary central spinal stenosis and right sided neural from stenosis. Diffuse disc bulge ligamentum flavum hypertrophy l2-l3 with small posterior bony osteophyte. Degenerative changes bilateral facet joints, right greater than left at l4-l5. Approximately four years after the filter was implanted, a CT angiogram of the head and neck was performed for elevated blood pressure, pulsatile tinnitus and to evaluate carotid stenosis. Results indicated unremarkable common carotid arteries bilaterally and no significant stenosis in the right or left internal carotids. Results from a CT scan completed for complaints of abdominal pain noted an ivc filter in place; the the inferior vena cava is collapsed below the filter; there are extensive collateral vessels along with diminutive caliber of the ivc and both iliac vessels below the ivc filter, diffuse collateral vascularity was also seen in the superficial abdominal wall, and a questionable may thurner syndrome was also noted. According to the information received in the patient profile form (ppf), the patient reports severe and persistent chest pain, tenderness in the area and further experienced anxiety related to the filter.

Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced mental anguish, anxiety, abdominal pain, swelling in the legs/feet, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The form states that the device was unable to be retrieved; however, the form also states that there have no attempt to remove the device.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused deep vein thrombosis (dvt), possible may thurner syndrome, and chest pain. The patient also reported severe and persistent chest pain, tenderness in the area and anxiety related to the filter. The patient subsequently reported , anxiety, abdominal pain, swelling in the legs/feet, blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and that the device was unable to be retrieved; however, the form also states that there have no attempt to remove the device. According to the medical records the patient presented to the hospital after experiencing acute shortness of breath and syncope. Initial impression was myocardial infarction; the patient was taken for a cardiac catheterization with showed approximately fifty percent stenosis of the right coronary artery and a patent stent in the left anterior descending artery (lad). Computed tomography angiogram (cta) scan of the chest was performed for shortness of breath and pulmonary embolism. Results noted large bilateral pulmonary emboli which were obstructing significant amounts of both lungs and the right ventricle was extremely enlarged with severe strain. The patient underwent emergency pulmonary embolectomy via open sternotomy, during open removal of the emboli the patient had numerous episodes of hypotension and intermittent cardiopulmonary resuscitation. The open sternotomy procedure was followed by implant of the ivc filter. The filter was placed via the right common femoral vein and deployed with the tip at the top of l2. Fourteen days later, a cta of the chest was performed for pulmonary embolism and hypoxia. Results indicated significantly less thrombus burden within the pulmonary arteries. No emboli within the main pulmonary trunk nor right or left lobar pulmonary arteries which was previously evident. A venous ultrasound was performed of both legs and left popliteal deep vein thrombosis was still observed; however, extending into the left popliteal trifurcation. Approximately four months later, a cta of the chest was repeated indicated for a history of pulmonary embolism. Results of the scan noted that the previous pulmonary emboli had resolved. Approximately six years and six months post implant the patient underwent a CT scan of the abdomen for complaints of abdominal pain. The results of the scan noted that the ivc filter is in place and the ivc below the filter is collapsed with extensive collateral vessels. Diminutive caliber of the ivc and both iliac vessels below the ivc filter, diffuse collateral vascularity seen in the superficial abdominal wall and questionable may thurner syndrome was also noted. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombus and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. May-thurner syndrome is a rarely diagnosed condition in which patients develop iliofemoral deep venous thrombosis (dvt) due to an anatomical variant in which the right common iliac artery overlies and compresses the left common iliac vein against the lumbar spine. This can lead to complications associated with dvt¿s in addition to collateral circulation to provide alternative circulation routes in occluded vessels. Dvt can also lead to complications in the legs referred to as chronic venous insufficiency link (also known as post-thrombotic syndrome). This condition is characterized by pooling of blood, chronic leg swelling, increased pressure, increased pigmentation or discoloration of the skin, and leg ulcers known as venous stasis ulcer. Ivc filters are not indicated for use in the prevention of dvt. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Review of the information provided suggests that patient factors may have contributed to the reported events. Given the information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.